Event description:
It was reported that bd saf-t-intima IV catheter safety system exhibited needle retraction failure. No serious injury or medical intervention was reported.

Manufacturer narrative:
A device history review was conducted for lot number 6302624, our records show it was manufactured on november 29, 2016; it was determined that this is the only instance of a needle shield activation failure occurring in this lot. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections of packaged goods. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. The reported defect was not confirmed being is no provided samples, images or representative samples of the complaint to evaluate the defect which is essential to perform a better investigation. Therefore, we cannot confirm or associate this complaint to the manufacturing process, since all the material involucrate in this process order was inspected and release and no equipment or instrument process that could cause this kind of damage were detected. The only way to reproduce this defect is performing an incorrect activation of the device.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima¿ IV catheter safety system exhibited needle retraction failure. No serious injury or medical intervention was reported.